Event description:
It was reported to philips that the system was unable to boot. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a tavr procedure. The procedure was completed after restarting the system, with an unspecified delay duration. It was reported to philips that the system was unable to boot. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the room would not boot. To resolve the issue, the fse reset the breakers. After repairs the device returned to good working order. He codes were updated based on the investigation outcome.